Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 265 mg/dl on their blood glucose meter. The consumer administered 3 units of insulin and a glass of orange juice. Approx 45 mins later, the consumer's spouse found him to be disoriented and confused walking around the house. Medical intervention was required and the fire department tested the consumer with their unk blood glucose meter getting a result of 30 mg/dl. The consumer tested himself two more times with the nova meter getting a 300 mg/dl and a 250 mg/dl. Then the emts appeared and tested the consumer with their meter getting a result of 59 mg/dl. It was revealed during the call, the consumer has been sick for a couple of days and taking robitussin. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.